Event description:
It was reported that a female patient was returned to the o.r. For revision due to pain several days post-op due to mal-positioning of two matrix pedicle screws. The two screws were removed and re-positioned. During the revision procedure, four matrix locking caps were very hard to remove and broke three matrix screwdrivers. Four locking caps were replaced by 4 new caps. Surgery extended by approximately fifteen minutes. There was reportedly no harm to the patient. This is report 7 of 9 for complaint (B)(4).

Manufacturer narrative:
Date of implant indicated as "week of (B)(6)". Year not specified. Placeholder.

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.